Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unk). Following the procedure, the rn who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the rn inserted the device in the access site, and when the rn retracted the sheath, there was no white tube (advancer tube). The sealant was not deployed. The pt was converted to approx 10 mins of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day ((B)(6) 2012), with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled pack against the shuttle. The sealant was not returned. The advancer tube on the returned device was inside the shuttle cartridge. This rec'd condition of the device indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Based on the provided info and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. A review of the lhr was not possible as the lot number was not provided.